Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient they received 17 shocks from their implantable cardioverter defibrillator (ICD) because the programming was not correct. The patient indicated their device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.